Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "pin of wire was dislodged". The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observations found signs of corrosion/contamination on the bearings. The grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. The tenaculum forceps instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). With 3 uses remaining. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that, the pin of the tenaculum forceps instrument wire was dislodged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following: the customer confirmed that the instrument was inspected prior to use and there was no damage noted. During use, there was no report of instrument collision and once the or staff identified the issue it was swapped out for back-up instrument. The procedure was completed with no reported patient injury.